Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was partially confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: clogging of channel mount unit, foreign objects came out the distal end, residual liquid or foreign material came out of suction cylinder, and due to clogging of channel tube, forceps could not be inserted. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a syringe stuck in it. The event occurred during reprocessing. There were no reports of patient involvement.